Manufacturer narrative:
Stryker provided the customer with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device will not power on when the lid opens. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device will not power on when the lid opens. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device was still able to be powered on and off by pressing the on/off button. The device's lid switch, designator sw5, was determined to be the cause of the reported issue. The returned device was archived by stryker.